Manufacturer narrative:
Initial reporter phone#: (B)(4). Investigation: investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. One of the returned samples inspected showed a portion of the septum top disk was missing and damage (tearing) was observed on one side. On the second sample, it was observed that the disk was lifted from the rim of the q-syte neck. Even though the leak test could not be confirmed due to the condition of the unit, (tear at top disk), the damage observed could have potentially caused the unit to leak. There were no indications that the reported issue resulted from the manufacturing process. Investigation conclusion: DHR review was performed on the sub-assembly lot numbers 6246664 and 6230758. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Received one q-syte unit within an open package from lot 6244832. The unit was of a 16 cavity mold. Observed a portion of the septum top disk was missing and damage (tearing) was observed on one side and the disk was lifted from the rim of the q-syte neck on the other side. A portion of the septum top disk was missing and damage (tearing) was observed on one side and the disk was lifted from the rim of the q-syte neck on the other. Conclusions: although the leak test was not confirmed due to the condition of the unit (tear at top disk), the damage observed could cause leakage. Although the leak test was not confirmed due to the condition of the unit (tear at top disk), the damage observed could cause leakage. Root cause description: the evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device leaked during use. No injury or medical intervention.